Event description:
Per user facility medwatch form, #mw5164397, surgeon visualized flames at the tip of electrosurgical pencil during a below the knee amputation surgical procedure. Surgeon discontinued use of electrosurgical pencil and utilized bipolar cautery which resolved the situation. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/14/2025 corrected data d4: UDI# the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.